Event description:
It was reported one day post implant that the right atrial (ra) lead was found to be placed in a position which was very close to a known patent foramen ovale (pfo). This was observed on an echocardiogram. The physician decided to reposition the lead due to concern to proximity to pfo and if lead were to dislodge or migrate to left atrium. Post repositing of the lead, the patient felt sensation in their chest with atrial pacing during lead testing. The patient also experienced discomfort and pericardial effusion was noted. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq bi-ventricular defibrillator, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.